Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
The users hearing performance with the device was reportedly affected. Further proceedings are unknown.

Manufacturer narrative:
Conclusion: during device investigation damage to the active electrode caused by device minute mobility causing fatigue wire breakages was found, which explains the reported high channels whilst implanted. In addition, during explantation surgery, the active electrode lead was found partially in the external auditory canal. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The recipient_s hearing performance with the device was reportedly affected. The recipient has been re-implanted.

Event description:
The user_s hearing performance with the device is reportedly affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient_s hearing performance with the device was reportedly affected. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation has been performed, but the device has not been received for investigation yet.